Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a pressure wound that is open and bleeding with a bruise and a red spot. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse adjusted the lifevest for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.